Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, a missing end cap sticker and a cracked end cap. The insulin pump was unable to prime during the prime test due to the cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 530 mg/dl. The customer reported cracks on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.